Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii-iii. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade ii-iii diagnosed after physical. As a result, the devices will be explanted on (b)(7) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On june 12, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On june 23, 2021, mentor became aware that the replacement devices used on june 17, 2021 were catalog number 3503504bc; serial number (B)(6) on the left side, and catalog number 3503504bc; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following: patient's bilateral capsular contracture baker grade was iii. Patient went under bilateral explantation and exchange with 350cc devices. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).